Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After analyzing the data, the tsc determined that the cause of the discordant results is not known. The tsc instructed the customer to perform bleach cleaning maintenance and to review proper sample tube handling procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant calcium (ca) and potassium (k) results were generated by the dimension xpand with hm system for a single patient sample. The system flagged the result and the sample was retested two times on the same instrument and on a different instrument with similar outcomes. The results were reported out of the laboratory. The patient was admitted for a redraw and results within expectations were obtained and the patient discharged. There were no reports of adverse health consequences or known patient intervention due to this event.